Manufacturer narrative:
An investigation involving the spine software was completed and determined the software is functioning as designed. The suspect computer was returned to the manufacturer for analysis. The computer was found to have loose ram and vgc cards, which were determined to have caused the reported event. First power on of the computer emits 3 beeps. After restarting the system post's normally. The ram and vgc cards were reseated after which the system powers up, post's and boots to login screen. System has passed phd testing after reseating the ram and vgc cards. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested. Replacement computer shipped to site 05/10/2016. No parts have been received by manufacturer for analysis. On 05/10/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/23/2016 a medtronic representative, following-up at the site, reported the navigation system became unresponsive before imaging system spin upon initial entry into spine software. They re-booted, acquired a spin, verified instruments, began tracking instruments and the navigation system became unresponsive, again. The navigation system was unresponsive both before navigation and during active navigation. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system unexpectedly became unresponsive within the navigation screen of synergy spine 2.1. The site was unable to move the mouse, manipulate the software, or track instruments. In trouble-shooting, a hard re-boot of the navigation system restored normal function. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 20 minutes. There was no impact on patient outcome.